Event description:
It was reported that surgery time was delayed greater than 30 minutes while the surgeon was attempting to insert/manipulate the product. A backup device was available and the surgery continued with no further incidents.

Manufacturer narrative:
.